Event description:
A vaxcel pasv port was being placed for therapeutic purposes in 2005. During catheter insertion, the peel away sheath did not separate properly and the physician needed to use hemostats to peel open the sheath in order to successfully finish placement.